Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not bringing down high blood glucose. Customer's blood glucose was 440 mg/dl. Customer treated twice with no results. Customer treated with manual injection and blood glucose was lowered. During troubleshooting, insulin pump passed self-test and displacement test. Customer reported of being in the hospital due to high blood pressure and a bloody nose. Customer was advised that emergency supplies would be sent.